Event description:
Pt was having a hickman catheter removal in or. It was difficult to remove. The catheter fractured, and the end of the catheter embolized distal. The pt was taken to the cardiac cath lab, and a radiologist retrieved the portion of the catheter that was lodged in the right atrium of the heart. Hickman catheter was inserted in another health care facility; therefore, we do not have the specific product info related to this hickman catheter.

Manufacturer narrative:
The complaint of a break is unconfirmed. The d/l hickman catheter was received in two segments. The d/l tubing had been cut at an angle 0.5 inches distal to the surecuff. The distal end of the loose 5 inch segment of d/l tubing exhibited characteristics of a cut made with a sharp instrument. There were no characteristics or indications of a break. The damage found on the complaint sample appears to be user related. It is possible that the severed section of d/l tubing migrated as reported in the initial complaint. No mfg defects were found on the complaint sample.